Manufacturer narrative:
(B)(4). Baxter's device eval is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump intermittently turned off. It was determined that there was no pt injury.